Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090303.

Event description:
It was reported that the patient was experiencing severe pain at the lead site with intense spasms. The patient was hospitalized and was prescribed with valium.